Event description:
The initial reporter received questionable creatinine jaffe gen.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 2.58 mg/dl. The repeat result from the analyzer was 1.66 mg/dl. The repeat result from another c 503 analyzer was 1.70 mg/dl. This repeat result was deemed correct. The initial result was not reported outside of the laboratory, as it did not match the (B)(6) 2025 result, prompting the patient sample to be rerun.

Manufacturer narrative:
The reagent lot number is 84593601, with an expiration date of 31-aug-2026. The calibration results were within the specified ranges. The qc results were within the specified ranges. The field service engineer (fse) inspected the module and determined a sample quality issue had caused the event. He also replaced the sample probe, decontaminated a solenoid valve through the rinse mechanisms, and performed reagent probe adjustments. He verified the analyzer's performance with successful air purges and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.